Event description:
Event description guidant received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not elicit tones with the application of a magnet. The patient has had only one nonsustained episode since implant with no additional shocks other than implant induction. Last shock impedance was measured at 38 ohms. Early battery depletion is suspected. Guidant received information that this patient did not have any exposure to radiation, or MRI.,